Event description:
During troubleshooting a low drain volume alarm that appeared on the homechoice (hc) machine during drain 1, the home patient (hp)'s nurse revealed that there was a large amount of air in patient line. The baxter technical service representative (tsr) assisted the nurse to end the therapy. The nurse would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse at the hp's nursing home on (B)(6) 2010 regarding the air in line, the nurse stated that she did not know anything about the air in line and added that hp is on hemodialysis now. The nurse stated that (B)(6) ((B)(6) 2010) is the hp's first day on hemodialysis. The nurse stated that hp is doing fine. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per complaint information, nurse stated that low drain volume alarm was caused by air in the line. However, the cause of air in line is not confirmed due to lack of sample and no root cause have been determined.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the ldva alarms is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.